Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port was damaged which caused the customer to be unable to charge the pump. Reportedly, the usb port smelled burnt. The customer's blood glucose ranged from 166-169 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.